Event description:
It was reported that the patient experienced erosion with artificial urinary sphincter (aus) leading to it being previously explanted. The patient then underwent radiation. A reimplant surgery was performed. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.